Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients hospital stay was extended after implant due to weakness in foot and bleeding. Patient is doing better, they had their drains taken out.

Manufacturer narrative:
A patient experiencing foot weakness/bleeding was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.